Event description:
In 2005, it was reported to boston scientific corporation, that a procedure using an ultraflex covered esophageal stent occurred. According to the complainant, after inflating with cre at pharyngeal tube, the stent was delivered to the target lesion without any difficulty. The stent deployed approximately half way and was removed. The procedure was aborted and successfully completed a few days later. There were no complications and the patient's condition was reported as "good."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. Product analysis confirmed that it was not possible to complete stent deployment from the returned device. The restriction appeared to be caused by the crochet thread having been crocheted through the retention suture of the stent. The exact cause of this occurrence is unknown.